Event description:
Limitorr filled beyond the 20ml limit on two occasions. When it was noticed that the first burrette had filled beyond 20ml, a second unit of ins9020 was connected to the pt. It was reported that the burrette filled all the way to the top (approx 25ml) and never stopped draining. "The pt did not complain of a headache or have any other adverse reactions. The drain was changed out with a new one and saved for inspection." Add'l info received (B)(6) 2012: the date of the event was provided. "The pt was a (B)(6) with a resection of a pituitary tumor with a subsequent cerebrospinal fluid (csf) leak with a lumbar drain in place. The pt limitorr drain was open to drain while the nurse was in the room. The csf output drained quickly and over drained to the top of the limitorr system. The nurse rn was in the room setting up the pts' lunch tray and found that the pt had over drained. The rn notified neurosurgery. There was no injury that occurred to the pt. The following hour the nurse watched intently as the drain was open, it drained the csf appropriately without incident."

Manufacturer narrative:
The device involved in the reported incident has been received for an eval. An investigation has been initiated based upon the reported info.